Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep), who confirmed with the provider that it was unknown whether any external factors may have led to or contributed to the device being twisted/turned sideways. No other actions/interventions were planned, including no surgical intervention. The clinician assumed device was in overdischarge because they couldn¿t connect to the battery and they did not have a recharger to determine the issue. When rep arrived with a recharger, they were able to determine that it was just depleted. The patient was charging daily, but doing so incorrectly. Rep educated the patient on the proper way to charge. The battery was charged to 25% and therapy was turned back on. The problem was resolved.

Event description:
It was reported that the manufacturer representative (rep) inquired when the patient first noticed their implantable neurostimulator (ins) was twisted or turned sideways in its pocket. The patient indicated that they observed this 3-4 months ago but additionally mentioned experiencing some pain at the initial implantation of the dbs system. Upon examination, the rep observed that the ipg header seemed to be facing the midline instead of down and that the ipg was relatively superficial. Although the representative initially suspected the ins might be in an overdischarge state, they confirmed during the call that the ins could be charged. The representative observed two (2) coupling bars followed by eight (8), indicating successful charging.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.